Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 677 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer states that they had issues with their insulin pump not delivering insulin. The customer was having major surgery that was non-diabetes related and was on the insulin pump during surgery. The customer mentioned that the insulin pump is broken and insists on being sent a replacement. The customer declined troubleshooting. The customer was sent a replacement insulin pump.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests noted. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See svn (B)(4) for related documentation.